Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device failed the safety verification. It was further observed that the device was running at 69,886 rotations per minute (rpms), which was below the operational specification (75,000 rpm). It was observed that the locking components were damaged, causing the device to fail the safety verification (power broken). It was further observed that the vanes were worn out, causing the device to run below the operational rpm specification. It was further determined that the issue with the locking components was consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running (power broken). It was further determined that the issue with the vanes was consistent with normal wear over time. Therefore, the reported condition was confirmed. The assignable root cause of the power broken issue was determined to be due to user error and the root cause of the low rpm's was caused by worn out vanes from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device ran in safety and the rotations per minute (rpms) was below specification. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.